Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number 8daqjy. However, data for the transmitter with the serial number (B)(4) was provided for evaluation. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. It was determined that loss of connection was related to the mobile application. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.